Event description:
It was reported that the seal of the mattress had come apart with possible fluid ingress. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Mattress.